Event description:
It was reported that the patient faced infusion site infections around abdomen on (B)(6) 2026 as developed nodules and redness. It was stated that there was having problems where the medication was not being absorbed and pooling under the skin a few months ago. The patient was prescribed antibiotics as a treatment.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.